Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. It was found during analysis that there were cuts in the insulation and deformed coils likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Furthermore, perforation is known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to perforation, bleeding, discomfort and pain. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to perforation, bleeding, discomfort and pain. This ra lead was replaced with the same model. No additional adverse patient effects were reported.